Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose as high as 313mg/dl. The customer was extremely tired, dizzy, and had nausea. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer mentioned that the cannula was not bent or occluded. The caller stated that she changes the infusion set every three days and does not believe there is any scar tissue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.